Event description:
Customer reported the system will not produce images or x-rays. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board. System operates as intended.